Event description:
In 2000, a dentist had used a substnace called sargenti paste as a root canal filler for my tooth # 4 in my upper right jaw. Sargenti paste contains paraformaldehyde and lead. It has never been FDA approved. It has been seized by the FDA and disposed of as toxic waste. It causes many problems with the jawbone, and throughout the body. Its use is condemned by dental organizations. Sargenti paste mummifies the bone, and damges the blood vessels. I developed osteomyelitis in my upper right jaw. The dentist never told me what he had used or how serious my condition was. I lost four teeth, had two PICC lines, did hyperbaric oxygen and had numerous surgeries. The last surgery I had was a fibula free flap transer. They took bone, blood vessels, and tissue out of my leg and rebuilt my jaw. This is still ongoing.